Event description:
A report was received in 2002 regarding a memorylens which had been implanted in a patient's eye in 1999, which lens has opacified. The doctor has not explanted the lens at this point in time. Although several requests for additional information were made, nothing further has been received.